Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix at was used to fixate a bard mesh into the soft tissue region in the straight position. As reported, the first fastener did not fixate the mesh and the second fastener broke. As reported, the proud/loose fasteners were removed from the patient body and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix at fixation device did not fixate the mesh and deployed a broken fastener, which were removed and there was no reported patient injury. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." If/when the sample is returned and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on 29-apr-2022, the bard/davol optifix at was used to fixate a bard mesh into the soft tissue region in the straight position. As reported, the first fastener did not fixate the mesh and the second fastener broke. As reported, the proud/loose fasteners were removed from the patient body and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix at fixation device did not fixate the mesh and deployed a broken fastener, which were removed and there was no reported patient injury. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The subject device was returned for evaluation. A functional evaluation could not be performed as the device was received empty. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is inconclusive as an attempt to reproduce the reported event could not be performed. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october,2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.